Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: a component in the force sensor circuit was found to be shifted. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: a component in the force sensor circuit was found to be shifted. The pump was unable to complete the load cartridge step. The force sensor was found to be reading high force. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.